Manufacturer narrative:
H.6. Investigation summary: this statement is to summarize the investigation of a complaint involving synapsys. According to information provided, the customer reported there was a delayed demographics issue where incorrect results were logged under the incorrect lab number. No other issues were reported. During investigation, bd service personnel investigated the issue. When the kiestra scu server is under very heavy load, a delay in loading the demographics data may occur after the culture plates are displayed to the user (this customer reported a delay of up to 10 seconds). This is issue was caused by a software bug and will be fixed in a future release. The system was updated with the synapsys patch containing the fix. This was a confirmed failure of a bd product. Based on the results of this investigation, this case has been assessed as confirmed bd quality issue. Device history record review was not applicable in this case as this is a standalone software product and the operation/ functionality of this type of product is confirmed at the time of installation.

Event description:
It was reported that during use with the bd synapsys¿, patient data was associated to the incorrect patient. There was no report of patient impact. The following information was provided by the initial reporter: mrsa result associated with incorrect lab number.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E1. Initial reporter facility name: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H4. Device manufacture date: unknown.

Event description:
It was reported that during use with the bd synapsys¿, patient data was associated to the incorrect patient. There was no report of patient impact. The following information was provided by the initial reporter: mrsa result associated with incorrect lab number.